Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. Blood glucose was 200 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm (line number 5632 file number 2005) due to a software error. No unexpected pump error alarms noted during testing however, the formatted history file confirmed hal software error detected (line number 1421 file number 32122) and the main arm cannot communicate with the motor arm alarms due to a software error.